Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of pelvic hardware due to pain. Two (2) fully threaded cannulated screws and two (2) 13.0mm washers were reported to have an unknown issue. Surgical procedure was successfully completed with a delay of unspecified amount of time. Patient outcome was not known. This report is for one (1) 13.0mm washer. This is report 4 of 4 for (B)(4).